Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced weakness, dizziness, vomiting, frequent urination, difficulty speaking and mumbling, drowsiness and sleepiness, shakiness, severe abdominal pain causing vomiting, and dehydration. According to the patient, the cgm readings displayed glucose values between 300 mg/dl and 400 mg/dl, while fingerstick readings were significantly lower at 67 mg/dl to 69 mg/dl. The patient went to the hospital and when a fingerstick was taken the blood glucose reading was 389 mg/dl. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient was treated with intravenous insulin, and 10 units of insulin per injection. No further medication was reported and the patient was discharged after spending 3 days at the hospital. At the time of the report the patient stated they were still unwell and reported sleep loss, decreased appetite, anxiety, and weight loss related to the incident. The reported glucose values fall within the d zone of the parkes error grid. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.